Event description:
It was reported that during implant the right ventricular (rv) lead was repositioned several times, however acceptable parameters were not achieved. The patient experienced acute heart failure during the procedure, and the lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.